Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) and batch: 7095943/7095852.